Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (vlp) dislodged to the pulmonary artery after release. The suspected cause was inadequate fixation due to a marginal increase in pacing impedance. Fluoroscopy showed the docking button had positioned into the distal right pulmonary artery and gooseneck snare was used to reposition the vlp prior to retrieval. The vlp was retrieved and implanted. The patient was discharged following the procedure.